Event description:
On (B)(6) 2014 - description of event: about one month after placement, the catheter was removed on (B)(6) because the treatment was completed. An x-ray check after the removal revealed the stylet remained in the body. The patient was transferred to another hospital and the residual stylet was removed transvenously with a snare wire. After one night stay there, the patient was moved back to the complainant hospital. The patient was discharged on (B)(6). There was no injury to the patient due to the residual stylet.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.